Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. All implants are biomet. Biomet parts; (B)(4) lot # 431890 fem es interlock, (B)(4) lot # 264840 tibia insert, (B)(4) lot # 616010 distal femoral peg left knee, (B)(4) lot # 496260 patella 3 peg, (B)(4) lot # 984870 ty tib 1-beam fix w/bar1.

Event description:
It was reported that, "the pt's left knee is bent and she cannot straighten it. It has been bent since the surgery. She is in pain and walks with a limp. She has had back surgery and she is concerned that the problem with the knee may affect her back."